Event description:
Related manufacturer reference number: 3006705815-2023-05057 and 3006705815-2023-05654. It was reported the patients ipg became inoperable following an unrelated ablation procedure wherein the ipg was not set to surgery mode. It was also reported that the physician reviewed the x-rays, which showed the leads had migrated. Surgical intervention took place where the ipg and leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.